Manufacturer narrative:
(B)(4) opened. We have the description of the patient, and treated indication. But we don't have the reference of the staple, neither the lot number. We have contacted our customer to have more information and the broken part but nothing. Description of the breakage: even if the surgeon reported that the staple had broken during the explantation of it, we can not conclude that the effort or the method of explantation was inappropriate. Analysis did not permit to conclude for this breakage. An update will be added to this report in case of we retrieve more information.

Event description:
Adverse event communicated by our customer: issue: patient had initial surgery to correct bunion deformity, 2 years ago. Partial fusion appeared on both imaging and intra-op during removal, and patient experienced pain. The doctor decided to remove another extremity medical (lag screw, x-post); but during removal surgery, the express staple broke, and 3/4th of the staple was able to be removed. The 1/4th still remains in patient foot. No grafting or additional fixation was needed. Staple reference and lot number not communicated.